Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device failed to deliver a shock to the patient. The crew charged the device twice and each time it failed to deliver therapy. A second device arrived on scene and energy was delivered successfully to the patient. The patient was resuscitated. There was no adverse event reported as a result of the reported failure.